Event description:
It was reported that the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2024 during which the ipg was repositioned. During the procedure, the patient's lead had migrated out of place. In turn, the lead was also explanted and replaced during the procedure. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number:(B)(6). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.